Manufacturer narrative:
This is the same event as 3010536692-2016-00508 and 3010536692-2016-00510. This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to infection (right). Age at primary: (B)(6). Primary asa: p2 - mild disease not incapacitating. Secondary revision njr index no: (B)(4).